Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a painless ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed inside the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head had five bands attached, and one band was cracked. The ligator head teeth were bent and the suture hole was returned in good condition, consistent with the findings when the device was observed under magnification. The handle had evidence of the trip wire being secure to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the attached bands was cracked, and the ligator head teeth were bent. It is possible that the problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. The damaged on the ligator housing teeth implies that the device might have been used with too much force or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a painless ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed inside the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.